Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing nine occurrences of overfill during use. The following has been provided by the initial reporter: it was reported that tubes had draw volumes that were above the specification. Tested on july 23, 2018. Updated info: # of tubes affected is 9 of 30; max draw 2.010ml. Tubes were drawn using the r&d lab automated draw system with water. Draw system is primed (filled with water) so no discard tube is required. Per email: during r&d testing in franklin lakes, we identified some tubes that had draw volumes above the specification. The catalog# & batch information is: catalog# batch# test date data review date 363080, 9095658, 23 july 2018, 4 sept 2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing nine occurrences of overfill during use. The following has been provided by the initial reporter: it was reported that tubes had draw volumes that were above the specification. Tested on (B)(6) 2018. Updated info:# of tubes affected is 9 of 30; max draw 2.010ml tubes were drawn using the r&d lab automated draw system with water. Draw system is primed (filled with water) so no discard tube is required. Per email: during r&d testing in (B)(4), we identified some tubes that had draw volumes above the specification. The catalog # & batch information is: catalog #: 363080. Batch #: 9095658. Test date:(B)(6) 2018. Data review date: (B)(6) 2019.